Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error with open book image. Customer stated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No critical pump error (open book image) alarm¿noted during boot up. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and serial number label stained during the visual inspection. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history and trace found no pump errors can cause open book. Pump was cut open to perform visual inspection and found moisture damage on the 40 pin flexible printed circuit/lcd, u28/pcb 1 and j1/pcb 2. Critical pump error (open book image) alarm¿not confirmed. Customer alleged confirmed for pump expose to moisture. Cosmetic damage confirmed on the case corner of the belt clip rails near the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.